Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year remaining but currently showed less than three months remaining in a span of three months' time. Analysis indicated that the device was depleting in a manner consistent with lv capacitors advisory. Moreover, there were no other suspicious faults or resets stored within device memory. Additional information indicated that the health care professional (hcp) suspected device exhibited premature battery depletion (pbd). As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year remaining but currently showed less than three months remaining in a span of three months' time. Analysis indicated that the device was depleting in a manner consistent with lv capacitors advisory. Moreover, there were no other suspicious faults or resets stored within device memory. Additional information indicated that the health care professional (hcp) suspected device exhibited premature battery depletion (pbd). As of this time, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the generator change was not performed as the patient's husband made the decision on site to opt out of getting a new implantable cardioverter defibrillator (ICD). The physician had the company representative turn off the therapies for the patient's ICD and the case was cancelled. The device remains in service. No adverse patient effects were reported.